Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Event description:
The customer reported a channel error. No patient involvement is noted.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they flashed software for error 351.6760. Replaced front cover bottom, cracked front corners, cracked rear case bottom, cracked front corners, cracked handles, bent tube drive, worn split nut, cracked flange gripper wiper seal, and corroded left/right iui. Performed calibration. Based on the findings, service determined that the reported issue was due to customer damage of the carriage assembly - tubedrive bent. Device history record: a review of the device history record showed the device had a manufacture date of 16 feb 2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a channel error. No patient involvement is noted.